Event description:
The following was reported to hamilton medical ag: alarm '231008' (o2 valve leak) happened when connected oxygen, c1 did not connect the patient, so it did not bring any adverse consequences to the patient. Even if the problem occurs again, it can be found before ventilation & will not bring any adverse harm to the patient. Replace the o2 mixer assembly, the problem solved. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Replace the o2 mixer assembly, the problem solved.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: alarm '231008' (o2 valve leak) happened when connected oxygen, c1 did not connect the patient, so it did not bring any adverse consequences to the patient. Even if the problem occurs again, it can be found before ventilation & will not bring any adverse harm to the patient. Replace the o2 mixer assembly, the problem solved. No patient involvement.